Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: device code(s). H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant packaging as reported. A small crack in the outer vial's green cap has been identified. The outer vial's tamper seal / ring is in a sealed condition/unopened. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation, the most likely root cause determined from the investigation was inadequate design of cap and vial system. This is an ongoing issue which is currently being monitored. A CAPA has been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, the reported packaging malfunction did occur. Additionally, the reported event was confirmed..

Event description:
No additional or corrected information to report.

Event description:
The green caps on the top of the implant packaging is cracked. This is defective and would require replacement. Noticed these 2 units when returning for exchange.

Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s zip code is (B)(6).